Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-mar-14. It was reported that the increase in intensity started in (B)(6)2016, it occurred once a month could have been due to positional stimulation, but it was not determined, the patient experienced the symptoms at once and a surgery was planned. Lastly, the unexpected stimulation had not yet been resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) increases intensity/amplitude on its own which caused the patient¿s legs to go out from underneath her. In result, the patient broke their ankle and they had to have plates and screws. The patient then tore her meniscus in the same leg, then fell again and pinched a nerve. The factors that lead to the sudden increase in stimulation amplitude were unknown, troubleshooting was not performed at the time of the report and the issue was not resolved at the time of the report. In conclusion, the patient was working with her doctor to replace her ins with an intellis battery, but a date has not been scheduled yet. There were no further complications reported or anticipated.